Manufacturer narrative:
Covidien reference: (B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the graphic user interface (gui) printed circuit board (pcb). Medtronic was not authorized to service the device.

Event description:
Report received that the ventilator had an inoperative graphic user interface. The ventilator was not on a patient at the time of the event.